Manufacturer narrative:
Device eval: the current design of the device does not include a mechanism to prevent patients from removing the syringe from the device. As stated in the operator's manual, the only people authorized to setup & monitor any infusion are nurses, physicians, or other health-care professionals with training in infusion therapy and operation of the syringe pump, in the future, a "lock box" will be released in early 2008 as an option that facilities can purchase.